Event description:
It was reported that the physician was attempting use an endeavor resolute drug eluting stent to treat a lesion in the lad exhibiting 95% stenosis and calcification. During the surgery, the lesion was pre-dilated with a sprinter balloon (6-8atm), but the endeavor resolute device failed to cross the target lesion and the stent was observed to be damaged. The device was reported to have been prepped as per IFU prior to use. The physician used a new device to complete the procedure. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned for evaluation. The stent was positioned between the marker bands as per specifications. The 6th distal stent segment was raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (calcified lesion with 95% stenosis). Inherent risk of procedure (stent deformation). Deformation problem. Conclusion results: device failure related to patient condition (calcified lesion with 95% stenosis). Known inherent risk of procedure (stent deformation). (B)(4).